Event description:
It was reported that an ilet user experienced hyperglycemia with a cgm reading of 457 mg/dl and an occlusion alert that initially could not be dismissed; the user had recently performed a full supply and site change, confirmed priming and needle guard removal, and reported feeling insulin drops at insertion, and also self-injected 10 units of rapid-acting insulin prior to reconnecting to the pump. Symptoms included hyperglycemia and an uneasy stomach without nausea. Outcomes included continued high glucose requiring troubleshooting guidance, with awareness of low risk due to recent injection and availability of carbohydrates for treatment. Investigation included review of device logs and remote troubleshooting that confirmed the occlusion persisted longer than the user believed, the alert was subsequently cleared, and insulin delivery was occurring at follow-up. Investigation of this case revealed an insulin occlusion event associated with the insulin pathway that resolved, after which delivery resumed and glucose remained elevated pending trend down. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.